Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016,the device an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available.